Event description:
It was reported that the patient had pain under the right arm going "up to my heart". The device is implanted on the right side and is still in use. There have been no further complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had pain under the right arm going "up to my heart." The device is implanted on the right side and is still in use. It was further reported by the patient that they felt "a shocking in pacemaker area, dizzy and tired." Patient claims that this has been happening for around one year. The patient's physician indicates that everything is ok. The device remains in use. No further patient complications have been reported as a result of this event.